Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the hospital for a transplant evaluation, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.